Event description:
It was reported that: the patient complains of pain at joint site, numbness in right leg down to the foot. He rates his pain a 5 out of 10. He will follow up with surgeon. Additional information received via sales rep on (B)(6) 2012: it was reported that, mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudotumor formation after rejuvenate femoral component due to modular neck-stem mechanism of failure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.